Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turns off and restarts by itself. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting advised customer that a new battery cap would be provided to them and to monitor the pump after the replacement is installed. No further details given.